Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that approximately fourteen months after stent implantation in the right sfa, the patient presented with claudication and an angiogram demonstrated a 90% in-stent stenosis with an associated type ii stent fracture. Laser arthrectomy and balloon angioplasty were preformed, which successfully reduced the stenosis to 30% with good distal flow. The patient was reported to be doing well after the procedure.